Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. A DHR (device history review) for the libre reader was reviewed and the DHR showed the libre reader passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported being unable to test using the adc freestyle libre reader due to a fast draining battery. Customer experienced unspecified symptoms of hypoglycemia and lost consciousness. Customer further reported that she received unspecified treatment by the hcp. No further information was provided as the customer refused to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test using the adc freestyle libre reader due to a fast draining battery. Customer experienced unspecified symptoms of hypoglycemia and lost consciousness. Customer further reported that she received unspecified treatment by the hcp. No further information was provided as the customer refused to continue troubleshooting. There was no report of death or permanent injury associated with this event.